Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -12.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient had difficulty looking close and experienced blurred vision. The patient strongly requested to remove the lens. On (B)(6) 2022 the lens was explanted. The problem was resolved.

Manufacturer narrative:
Corrected data: h6 - medical device problem code: 2993 should be corrected to 1401. Claim#: (B)(4).